Event description:
It was reported that pump screen was dark and would not turn on, and caller experienced extreme difficulty pressing button, often needing multiple presses for screen to turn on even after it briefly responded. There was no reported impact to the customer¿s blood glucose level. Customer removed pump from case, confirmed understanding of how to place pump into storage mode, and agreed to return problematic pump using prepaid label within 10 days, while technical support arranged replacement pump shipment and advised customer to use backup insulin pump and to reprogram pump settings and reconnect cgm on replacement pump.